Manufacturer narrative:
Correction to g2 on the initial, the aware date on the initial medwatch report is being corrected to october 19, 2021. Correction to g3 to add the foreign country germany. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reprocessing process at the facility differed from the instructions for use (IFU) recommendation. The root cause of why reprocessing was not performed according to the device IFU could not be determined. The following is included in the IFU and may help detect or prevent the foreign matter from remaining in the distal end: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ "clean the forceps elevator and elevator recess according to the instructions described in ¿brush and flush the forceps elevator recess¿ in section, ¿manually cleaning the endoscope and accessories¿ in the ¿reprocessing manual¿. Inspect whether there is debris on the forceps elevator, and in the forceps elevator recess according to the step in ¿brush and flush the forceps elevator recess¿. Repeat brushing and/or flushing the forceps elevator and the forceps elevator recess until no debris is observed upon inspection." "Inspect the forceps elevator and the area which can be visually accessible in elevator recess, while raising and lowering the forceps elevator to confirm that there is not any foreign materials, such as debris and fluids, but not limited to. If any foreign materials is observed, stop using the endoscope and take necessary measures according to section, ¿inspection before each patient procedure¿. ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s contact information, occupation and health profession are unknown at this time. Further inspection of the returned device noted play with the angulation of the scope. The exact cause of the reported event cannot be determined at time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, the device inspection identified foreign material in the distal end that was due to insufficient reprocessing of the device, which is a reportable malfunction. There were no associated patient infections reported.